Event description:
Add'l info rec'd from rtpr 9/24/03: the medical center retained a co to evaluate the cause of repeated failures of the switching power supplies, model sw172, manufactured by ault and provided by spacelabs medical for use with their pt monitor lcd display, model 91415a. This report attributes the failures to overheating of the output filter capacitors. This is caused by high ripple voltage generated by the ault power supply. The deterioration caused by this heat stress causes the capacitors' internal pressure to rise. When this pressure reaches a certain point, the capacitors will, by design, alleviate the pressure by venting through the scores on their tops. Because of the slow progressive nature of this failure the output voltage gradually declines. The report found that the spacelabs lcd display did not contribute to this behavior of the ault power supply. Problems with the drop in voltage from the power supply are first observed as a loss of audio alarms from the lcd display when the normal output voltage falls from 12vdc to approx 8.5vdc. During this failure period there is no perceptible dimming of the lcd display. The lcd display was tested and found to exhibit dimming at 6.5vdc, two volts lower than the point where the audio alarms drop out. The lcd display does not provide the user an indicator for out of tolerance power supply voltage. Recommendations: include in the anesthesia pre-use equipment inspection, a test of the operations of the audible alarms.

Event description:
A pt was in the operating room -or- for revision of margins of a prior excision of squamous cell carcinoma from their forehead and for split-thickness skin grafting to that site. Graft harvest was from thigh. Monitored anesthesia care -mac- was given. The pt was draped head to toe. The anesthesiologist had reported before the case began that the physiologic monitor display was dim but that it was readable if looked at directly. An hour into the procedure bradycardia was noted and treatment begun. The post anesthesia care unit -pacu- called or shortly after to inquire whether the pt was still going to come there, as they had noted a period of bradycardia and/or asystole on their monitor. No alarms on the physiologic monitor in the operating room had sounded. At that point the flap procedure was discontinued and bcls/acls was begun. Despite aggressive care and prompt endotracheal intubation, the pt suffered an anoxic brain injury and died after being taken off life support two days later. Product problem: during the emergency, an anesthesia technician identified the power supply to the flat-panel display on the physiologic monitor as the source of that display's dim screen. When biomedical engineering staff became aware that an adverse event had been associated with the pt monitor, they visually examined the potentially defective power supply to the flat panel display. They found that 3 electrolytic capacitors in the external power supply to the flat panel display had failed and had released their electrolyte to the inside of the compartment. The power supply is a switching type power supply manufactured by ault. It provides power to the flat panel screen and the internal audio amplifier/speaker inside the flat panel display. The power supply is listed for medical use only and provides 12v dc to operate the display and amplifier. There is a fourth capacitor in that part of the circuit, which did not appear to have leaked. Its status was not otherwise determined. The capacitor failure -and presumably, therefore, the failure of the power supply- appeared to be progressive in nature, and did not seem to have happened instantaneously. It was later determined that in addition to the dim display, the monitor's audio, including the alarm sound, was absent. The audio amplifier normally operates from the power supply's 12 volts but is specified to operate on voltage as low as 9; the absence of the audio suggests that the power supply voltage under load was less than 9 volts. As a result the visual display was dim and the audio alarm did not sound during a physiologic alarm condition.